Event description:
Customer reported he received a reading of 375 mg/dl, at approximately 9:00 pm, on his adc blood glucose meter, which was higher than he felt. He further reported self-administering an unknown amount of insulin in response to the reading. At approximately 1:30-2:00 am, he began to experience a "headache, chills, shakiness and flu symptoms" and subsequently experienced a loss of consciousness. No third-party emergent medical intervention was initiated. Customer self-treated with candy and soda. Some time later, customer self-presented to his healthcare provider and noted his hemoglobin a1c was 7.2. Customer was diagnosed with hyperglycemia and dka, but did not receive any emergency medical intervention. Customer was given a new prescription for januvia and was told to continue with his insulin as previously prescribed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Product was not returned from the customer for investigation. Tracking and trending of complaints following standard procedures has not identified an issue with the product associated with this complaint. Testing of retain samples of strips associated with this complaint was conducted. The specific complaint issue associated with the medical event was not confirmed through retain testing. An additional issue was identified and will be progressed through adc's standard complaint handling processes. Whole blood testing of the retain strips was conducted and all results passed.